Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a poor communication screen on the patient programmer (pp). The patient indicated that they did not know how to use the programmer due to being under anesthesia. How to use the pp was reviewed with the patient however the patient was still getting no communication. The patient was implanted on (B)(6) 2015 and still had bandages/glue and some swelling. It was reviewed that this may be the reason why the pp was not communicating. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015 and would like to increase the stimulation. In addition there was poor coupling and difficulty recharging. It was determined that the implantable neurostimulator recharger (insr) was charging itself but the patient was having issues charging the ins due to coupling. The patient was charging from 0-25% and had 0 coupling bars. Procedures were done to ensure proper charging but a reposition antenna and poor coupling screen were reported. It was asked if the hcp cleared the patient to charge the device and the patient said no. The patient stated she was told by someone in the hospital to wait a week to start charging. It was asked if the patient had bandages and the patient stated that it was glued and was still swollen from surgery. Swelling would affect charging. The patient was still able to charge but not as efficiently. The patient stopped feeling stimulation this morning and wanted to charge so she could feel stimulation. The patient was going to put everything away and wait till she sees the hcp on monday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported burning at the implant site after recharging for 3 hours. The implantable neurostimulator (ins) site was hot to the touch after recharging that long. She was also sore at the ins site after recharging. This had been happening since implant. The patient's relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt burning/hotness and saw the thermometer screen.